Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood.

Event description:
It was reported that the implantable pacing lead (ipl) was removed device packaging and during functionality testing of the lead the tip, after approximately 15 rotations the tip was able to be extracted and retracted. The ipl was then introduced to the patient's anatomy the tip was extracted but would not retract. The ipl was removed from the patient's anatomy where a piece of tissue was noted as being stuck on the lead. The ipl was therefore cleaned off and re-inserted into the patient's anatomy. However, the ipl could not be positioned properly and the tip could not be smoothly extracted. The ipl was removed and replaced with another lead. No patient complications have been reported as a result of this event.